Event description:
It was reported that during a hand assistant sigmoid colectomy procedure, none of the staples were formed. There were two complete donuts. Had to convert to open to hand sew the anastomosis. No patient consequence.